Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The pt's vessel have severe disease progression with aortic neck dilatation, 45 degree angulation and a type ii endoleak. It was reported 8 years post stent graft implant, the aneurysm is 70 mm, the stent graft has migrated 15 mm with a type I endoleak and a type ii endoleak. The physician elected to place a talent aortic cuff and a palmaz stent and the migration and endoleak was resolved. There are no additional clinical sequelae reported, and the pt was reported to be fine.

Manufacturer narrative:
Secondary intervention - evaluation results and conclusions: migration, endoleak. Severe disease progression with aortic neck dilation, 45 degree angulation and a type ii endoleak.